Manufacturer narrative:
B5: it was further reported that there was no patient involvement. The event occurred during preventive maintenance.

Manufacturer narrative:
One device was returned for repair with complaint of motor rate error during occlusion testing. Service history review found no repair found within past 12 months. Visual/functional testing was performed. Device failed occlusion testing. Motor rate occurred at start of infusion due to worn out stepper motor. Replaced stepper motor and device passed occlusion testing. Flow delivery testing found device is noisy during infusion due to worn out lead screw and clutches. Replaced clutches and lead screw. Device passed all testing after repair.

Event description:
It was reported that there was a motor rate error during occlusion test. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.